Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed button error and had a keypad anomaly. The customer¿s blood glucose level was 7.1 mmol/l at the time of the incident. It was reported that the customer was on a plane and received the button error, the buttons became unresponsive, but was able to clear the alarm and get some of the buttons working after a letting it rest. It was reported that the right arrow key still remained unresponsive. Troubleshooting for keypad anomaly was performed. The alarm and its possible causes were explained. It was reported that insulin pump was neither dropped nor bumped. It was reported that the customer was advised that the insulin pump will be replaced and to revert to a back up plan per healthcare professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: no damage in the keypad assembly noted. The connector on was inspected and properly connected. However, keypad unresponsive cause due to moisture damage on electronics assembly. No button error anomaly noted. Unit received cracked retainer, minor scratched display window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.